Manufacturer narrative:
The pump was returned, and analysis found no anomaly with regards to the motor stall during implant, but the logs showed an "event status cleared" flag triggered. Therefore, the pump was improperly programmed in manufacturing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use was not reported. It was reported that they were replacing the pump due to normal eri. When the reporter interrogated the pump and programmed the pump to perform a back table prime. While updating the pump she heard the alarm. Per the reporter the pump alarm was similarly to a non-critical alarm but stated it sounded like the alarm cut off short. Very shortly after it alarmed again. Per the reporter the alarms heard were not exactly like the non-critical or critical alarms. The reporter stated she had the pump alarms pulled up and there did not show any anomalies in the pump logs. The reporter was seeing at the bottom of the screen it said ¿events occurred¿ but there was nothing after that. It was reviewed to re-interrogate the pump again with logs to confirm no further anomalies. Additional information was received the same day that reported that they did not end up using that pump because when the company representative went back in to check the pump she heard it alarm again. The alarms have been very intermittent. The reporter stated that she thought it was every 10 minutes but now that the reporter was with the pump it had not alarmed again. The reporter read the pump again and there was still no anomalies showing in the pump logs. Additional information received the same day reported that the company representative read the pump again just to check and to see if anything was showing up now and stated that she was seeing a motor stall occur messaged today at 1410 and motor stall recovery occurred at 1500 today. Per the reporter the previous times she read the pump it did not show with information. Per the company representative they were fully done with the procedure around 1500 so they should have been able to see the messages when they read the log earlier. No further complications reported.